Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the gas delivery module did not function as expected. The user was able to manually adjust the gas blender during the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.